Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforates through the uterus') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforates through the uterus') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforates through the uterus') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.